Event description:
Maude report received by FDA on (B)(4) 2009 stated: while performing a lumbar 4/5 laminectomy disectomy the anspach blackmax nitrogen hose was in place for drilling purposes. Drilling had occurred for about 5 minutes when the sheath that surrounded the hose ruptured with a loud noise. The hose was removed from the field and the incision site was examined to ensure there were no missing pieces. A new hose was introduced to the file surgery was continued and no harm to the patient. The vendor will follow up to ensure that there is no contamination for the nitrogen air exhaust that may go into the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. Since complainant is unknown, no further information could be obtained. CAPA no (B)(4) was opened to implement a design change to include pressure relief valve. CAPA is now closed.